Event description:
I had thumb bone joint fusion with screw and pin on (B)(6) 2023 and developed cellulitis/ osteomyelitis so on (B)(6) the orthopedic screw was removed. After starting linezolid/ zyvox on (B)(6) I had diarrhea and nausea that first week. Blood work was done (B)(6) 2023. After 2 weeks of taking linezolid/zyvox adverse effects were sore throat, tender roof of mouth, sore tongue, sores in the corners of my mouth. Bloodwork done (B)(6), 2023, so after 3 weeks my hemoglobin dropped from 13.2 down to 10.3 and my platelets dropped from 221 down to 91. I feel very fatigued and no energy to complete task. I have completed 24 days out of 28 dosage days. Dr. G. Delva's office has been notified and I was told to stop taking the oral linezolid/zyvox 600mg tablets. I was prescribed nystatin mouthwash for side effects, and also used nystatin powder for peri and anal areas. Hemoglobin and platelets dropped significantly after taking med for 3 weeks. Cellulitis/ osteomyelitis of left thumb.